Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected restart during testing noted. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that a portion of the insulin pump's plastic came off where the battery housing is located. The insulin pump alarmed unexpected restart. The keys on the insulin pump were unresponsive when he attempted to clear the alarm. The unexpected restart alarm recurred during normal insulin pump use. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.